Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer's blood glucose level was 26 mmol/l. Customer declined to troubleshooting for high blood glucose and treated it with bolus using insulin pump. The customer also reported that the insulin pump received lot of no delivery alarms followed by a motor error alarm. Customer stated that she had been at the airport went through several scanners at the airport. The drive support cap was normal. The customer was able to complete insulin pump rewind. Customer reported that she had no back up plan as her doctors stated can take two weeks to get one. Customer stated that they wasted six sets and changed four times. Checked alarm history was only one motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.